Event description:
During the pta / stenting treatmen procedure, upon removal of the delivery catheter the deployed stent was also withdrawn. Following device advancement to the target lesion, resistance was encountered deploying the stent. Upon removal of the delivery catheter following deployment, the stent withdrew with the catheter and was removed from the pt. No pt injuries or complications were reported. The pt's status was reported as 'good'.